Event description:
Event description this device was electiveley explanted and replaced. There were no allegations or complainst against the device. Subsequently, the device was retrieved from archive for further analysis testing.